Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell. The diagnostics/troubleshooting performed included checking impedances, but they were off and that issue couldn't be resolved. An x-ray was then taken which showed the lead twisted on itself so a lead replacement surgery was scheduled. As a result of what was reported, the full system was replaced because the lead was completely severed at the header block. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.